Manufacturer narrative:
Customer reported that the error message "head error" appeared when the hl 20 was turned on. It was found that the pulley was damaged and needs to be replaced. It was also confirmed that the hospital has not done preventive maintenance before. No harm to any person was reported. Thus the reported failure could be confirmed. The most probable root cause could be determined as damaged belt pulley, since no preventive maintenance was performed on the affected hl 20 machine. In order to avoid the reported failure the getinge sales and service will be informed to follow the instructions below in the hl 20 service manual -referring to the hl 20 service manual in chapter replacement of belts on tpm (twin pump module) the following is stated: replace belts which are found twisted, have wear, cracking, or service life over 3 years. The product in question was produced in 2016-06-22 the review of the non-conformities during the period of 2016-06-22 to 2022-11-11 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Customer reported that the error message "head error" appeared when the hl 20 was turned on. It was found that the pulley was damaged and needs to be replaced. It was also confirmed that the hospital has not done preventive maintenance before. No harm to any person was reported. Complaint ID (B)(4).